Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring and the reservoir was not locking in place. The customer stated the had a damaged belt clip. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.